Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The product in the picture did not meet specification. Visual inspection found the bottom jaw was missing plastic over mold. The reported condition was confirmed. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device initially worked fine. It was frequently in and out of the trocar during the procedure. Approximately 4:45 into the procedure it was noticed that a piece of the insulation fell inside the patient cavity while removing the device through the trocar. The piece was removed from the cavity immediately without any patient harm. A new device was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device initially worked fine. It was frequently in and out of the trocar during the procedure. Approximately 4:45 into the procedure it was noticed that a piece of the insulation fell inside the patient cavity while removing the device through the trocar. The piece was removed from the cavity immediately without any patient harm.